Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's daughter called to report the hospitalization due to diabetes ketoacidosis. Caller stated that the blood glucose reading at the time of the event was over 600 mg/dl. Customer was vomiting. Customer has had three heart attacks. Caller stated that her mother had surgery. The insulin pump was not working prior to the surgery. Caller unsure of the insulin pump alarmed. Hospital treated with insulin drip and manual injections. Nothing further reported.